Manufacturer narrative:
The reported event for ineffective stimulation could not be confirmed due to general damage/incomplete product. The root cause of damage was consistent with explant damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-33394, 3006705815-2020-32519. It was reported that the patient was experiencing ineffective therapy. Troubleshooting was performed, but the issue persisted. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.